Manufacturer narrative:
Product ID 8784 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8782 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
A separation at the incision requiring surgical intervention was diagnosed on (B)(6) 2013. The device was surgically repositioned and implanted on the right side on (B)(6) 2013. The catheter was spliced, and the distal end was replaced on (B)(6) 2013. The etiology noted possible relation to the implant procedure. The event resolved without sequelae on (B)(6) 2013. The pump infused preservative free normal saline.